Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. Insulin leakage was observed, and the patient¿s blood glucose level reached 400 mg/dl. The patient stated they went into diabetic ketoacidosis; however, this diagnosis was never clinically confirmed. The infusion site exhibited redness, irritation, itching, and an abscess. The patient visited an urgent care clinic on (B)(6), 2026, for abscess drainage. They subsequently presented to the emergency room from (B)(6) 2026, to (B)(6) 2026, seeking treatment for an allergic reaction to the antibiotics that had been prescribed. The patient was treated with steroids, an epinephrine injection, and fluocinite cream. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.2. Hardware: iphone12.8. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.